Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a dymanic hip screw insertion surgery, it was discovered that the battery device would not seat properly in the sagittal saw handpiece device, making the lid device not seated as well. There was a five minute delay to the surgical procedure to obtain another spare device to be brought from the "(B)(6)". It was reported that the surgery was completed successfully. There was patient involvement reported. The reporter indicated that the patient was an inpatient. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.